Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker was experiencing pain. A pocket revision was performed to reposition the device. Following pocket closure, the device and right atrial (ra) lead exhibited high out of range pacing impedance measurements. The device was programmed to ddd 50 and no further intervention was planned for the atrial lead. No adverse patient effects were reported.